Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to battery depletion. The reported loss of telemetry was due to low battery voltage. After replacing the battery and downloading the product code the device functioned normally, including the current drain.